Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 46 mg/dl. Customer declined troubleshooting for low blood glucose reading. Insulin pump was working properly. Customer blood glucose was low because over delivery insulin by the customer. Product will not be returning for analysis.